Event description:
Female who received multiple device shocks. On interrogation, she had a poorly sensed r-wave, 1.8, high threshold on the ventricular v lead. Physician decided to bring in the patient for an automatic implantable cardioverter-defibrillator lead revision, extraction and lead replacement.